Event description:
Info received indicates the head end brake casters will not lock into brake.

Manufacturer narrative:
The technician found the head end brake linkage was broken. The technician used a brake/steer upgrade to repair the stretcher.